Event description:
The angiosculpt device was used to treat a severely calcified mid-circumflex artery. The balloon was inflated six times and deflated with no issues. During removal, the device got stuck on the calcium, and slight force was applied with no success. The balloon was inflated at a lower pressure and deflated, then pulled back but still unable to remove. However, the device was able to move slightly forward and a buddy wire, along with a semi compliant balloon was placed in the ostial circumflex to change the mechanics, and was able to be removed. Upon removal, a damaged scoring element was observed. The procedure was completed by placing an unplanned stent in the ostial circumflex with no patient injury reported. This adverse event and product problem is being submitted due to device entrapment, requiring additional intervention for removal.

Manufacturer narrative:
Block h3: the angiosculpt device was returned for evaluation. Visual inspection found a damaged scoring element. The proximal scoring element ring detached from the intermediate bond, but remained intact to the device with no sharp edges observed. Additionally, the distal bond was damaged and the rx port was lacerated. Block h6: based on the complaint details, the angiosculpt got caught on the severely calcified lesion, resulting in the damage observed. A review of the DHR and manufacturing process could not confirm a cause related to design and/or process failure. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.